Event description:
It was reported that the ilet pump touchscreen was frequently unresponsive despite a clean screen and hands, and the user also experienced an unresponsive wake button and rapid battery depletion, leading the user to disconnect the pump at times. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a software-related problem associated with an unresponsive key or button and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.